Manufacturer narrative:
G3 in previous medwatch was inadvertently left blank instead of (B)(6) 2021.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper abdomen with coolsculpting on (B)(6) 2020 using a cooladvantage coolcore applicator and presented with paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks. Investigation is ongoing.

Event description:
Allergan received a report of a patient who received coolsculpting treatment to the upper abdomen approximately three months ago and has possibly developed paradoxical hyperplasia. The patient also experienced soreness for some time after treatment. The patient stated the tissue has grown and looks like two firm lumps where the applicators were placed.